Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had taken a shower around midnight, at which time the pump had alarmed and the screen had gone blank. He had stated that the pump had not been exposed to water. He had stated that he had changed the batteries, but the pump had not powered back on. He had reported that none of the buttons had been functioning. The pump had been off for approximately 7.5 hours. The patient had been instructed to ensure the batteries were inserted properly. He had confirmed that they were and that he had already removed and reinserted them prior to calling. The pump settings had been unable to be reviewed. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.